Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (99% stenosis degree) in a severely tortuous part of the proximal lcx. After preparation of the lesion the orsiro mission was inserted, but the lesion did not progress. When the catheter was removed, the stent was found curled (deformed). Therefore, the procedure was completed with dcb.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (99% stenosis degree) in a severely tortuous part of the proximal lcx. After preparation of the lesion the orsiro mission was inserted, but the lesion did not progress. When the catheter was removed, the stent was found curled (deformed). Therefore, the procedure was completed with dcb.

Manufacturer narrative:
Combination product: yes.